Event description:
Healthcare professional (hcp) reported pt (pt) receiving hemodialysis on 550 device. Hcp reported within one hour of initiating treatment, hcp noticed 0.3kg too much ultrafiltrate (uf) had been removed too fast. Pt desired dry weight is 68kg, pre-treatment weight: 70.04kg and goal uf to be removed was 2.9, including rinseback. Hcp adjusted to uf goal and administered 300cc normal saline during treatment to replace the fluid that had been removed too fast. Blood flow rate was 450-500cc/minute and dialysate flow rate was 600cc/minute. Pt post weight was 68.8, hcp admitted they may have given too much replacement fluids to pt. Pt was asymptomatic during and after treatment. Hcp reported no pt injury resulted from this event.